Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges hearing a rumble during the breathing, disconnected the breathing tube and water came out, and the heating plate was very hot. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.